Event description:
It was reported that the patient presented remotely via merlin.net in ventricular autocapture high output mode. No patient symptoms were reported. Review of the remote transmission indicates that ventricular pacing occurs less than 1% of the time. The autocapture threshold trend showed only nine weekly measurements over the las year and all were observed to be out of range. The remote transmission showed two pacing fragment egms were diagnosed as loss of capture by the autocapture algorithm, but manual review of the egms seems to indicate that the pacing pulse may have captured. Programing changes were recommended. New information notes that the patient is fine and has not yet been scheduled to return to the clinic and re-run the autocapture setup test.